Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device needed repair. No specific issue was provided.

Manufacturer narrative:
Available information indicates that the defibrillator device needed service or repair. There was no device malfunction, and the reported issue was raised in error. The device remains at the customer site and no further evaluation is warranted at this time.